Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post port placement, the port was allegedly ruptured. It was further reported that the port allegedly leaked when flushing. It was also reported that the upon palpation and inspection prior to removal, lateral lumen was allegedly irregular and raised. Reportedly the port was removed. There was no reported patient injury.